Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-02106. It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient presented with an acute myocardial infarction (ami). The 99% stenosed lesion being treated was located in the mildly tortuous, severely calcified proximal to mid right coronary artery (rca). The lesion was not predilated. Thrombus was aspirated and ivus performed, after dilating the lesion with a 2.25x15mm non-bsc balloon. The physician deployed a 2.50x24mm taxus liberte stent in the mid rca and a 2.75x28mm taxus liberte stent in the proximal rca, overlapping the stents. The stents were post dilated with a 2.75x15mm non-bsc balloon. The atms and each inflation time are unknown. Ivus noted the stents were not fully expanded and the lesion was very eccentric. The physician decided not to apply any more pressure during the post dilatation to prevent the risk of perforation. Medications given include: clopidogrel and aspirin. Following the stenting procedure, right after the patient came back to the room, and in-stent thrombosis was noted. Pacing was started and an intra-aortic balloon pump (iabp) was placed. Balloon inflations, up to 20 atm for 5 minutes, were made with a 3.0x12mm apex balloon. Aspiration of the thrombosis was not needed. The iabp was removed two days following the procedure and the patient was discharged. The physician does not feel the event was related to the stents.